Event description:
A consumer reported that she is unable to read without glasses following bilateral intraocular lens (iol) implant surgeries. In a follow-up, the surgeon reported that the iol did not cause/contribute to the event. The event continues and that it is a "subjective report" from the pt. The surgeon also reported that the pt has pre-existing dry eye and currently on dry eye therapy. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 11/09/2010, 11/12/2010 and 11/23/2010 by phone, fax and mail. Additional info was received 11/10/2010 by phone. A completed questionnaire was received on 12/07/2010. (B)(4).